Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot (pdz348), and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and barbed suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/11/2020. Additional h3 investigation summary: an empty opened foil, a needle/suture of product code sxpp1a404, lot # pdz348 were received for evaluation. During the visual inspection of the sample, body fluids could be observed along of the strand and the strand was not observed broken. The product code sxpp1a404 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed. In addition, the two sides of the fixation tab were broken appear to be by use of a surgical instrument. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received no breakage suture was noted.